Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no alarm for a motor encoder position error could be confirmed due to the motor error alarm. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm during rewind. Customer's blood glucose was 84 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.